Manufacturer narrative:
Other text: the customer confirmed the sensor will not been returned to masimo to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Per medwatch mw5161122, the customer reported that "they couldn't get a good pulse ox reading on a pediatric patient with the infant pulse oximeter adhesive sensor... The pulse ox kept flashing but would not give a reading." There was no patient impact or consequence reported.